Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70 serial/lot: (B)(4). Description: linear 3-4 lead, 70cm the explanted lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient experienced a sudden and immediate stimulation at an extremely high intensity during a reprogramming session due to the high impedance.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well post-operatively.